Event description:
It was reported via e-mail that the customer was hospitalized with diabetes ketoacidosis. The customer was having glucose levels ranging above 300's when she was at hospital. The customer stated that her insulin pump was not delivering insulin. Advised the customer to contact the 24 helpline, but she was busy at the moment and the call could not be transferred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.